Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  DHR (device history review) for the libre sensor kit were reviewed and the DHR showed the libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
On (B)(6) 2019 customer had initially reported the adc freestyle libre sensor detached prematurely. On (B)(6) 2019 , caller reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Caller reported the customer experienced a loss of consciousness and was taken to a hospital where a glucose reading of 587 mg/dl was obtained on the hcp device and she was treated diagnosed with hyperglycemia and treated with intravenous fluids antibiotics. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Phone +1(000)000-0000 was populated to avoid MDR failure. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, customer had initially reported the adc freestyle libre sensor detached prematurely. On (B)(6) 2019, caller reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Caller reported the customer experienced a loss of consciousness and was taken to a hospital where a glucose reading of 587 mg/dl was obtained on the hcp device and she was treated diagnosed with hyperglycemia and treated with intravenous fluids antibiotics. No further treatment was reported. There was no report of death or permanent injury associated with this event.